Event description:
Additional information was received indicating the patient's zonules were weak due to the explant and required a capsular tension ring. The prognosis is good.

Manufacturer narrative:
Additional information provided in b.5., b.6., d.2b., d.11. And h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Qualified associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause the reported haptic damage and visual issues. The product was not retuned for evaluation. It is unknow if associated products were used. The initial report stated this was for a power calculation. Haptic damage was reported secondarily. The 22.0 diopter lens was replaced with a 21.5 diopter lens. Additional information provided in h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A scrub technician reported that following an intraocular lens (iol) implant procedure, the patient did not see well due to "anterior capture of iol." It was also reported that there was a tear at the haptic/optic junction at the time of insertion through the injector. The iol was exchanged for another lens two months following the initial procedure. Additional information has been requested.